Manufacturer narrative:
Eval summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Add'l info has been requested but not received to date. (B)(4).

Event description:
A surgeon reported a pt experienced an hyperopic shift after intraocular lens (iol) implantation. The pt underwent bilateral surgery, the affected eye is the right eye (od). A refractive enhancement with excimer laser was performed postoperatively to make a refractive correction. This is fifth of five medical device reports being filled for this facility. Add'l info has been requested but not received to date.